Event description:
In 2006 the lay patient contacted lifescan (lfs) alleging that her one touch ultra meter would not turn on. The medical affairs specialist (mas0 spoke with the patient three days later to obtain/verify the following information: the patient said that her one touch ultra meter had not worked for several weeks. She continued to take her usual daily dose of novolog insulin, 15 units. "Over the weekend" of may 20-21, 2006 she experienced ringing in her ears. She said she typically has this symptom when her blood glucose level is elevated. She went to see her doctor. She said a result "in the 200's (rather than 190 mg/dl, as previously noted) was obtained on the doctor's device. The patient was treated with an insulin injection at the doctor's office. The customer care advocate (cca) confirmed that the test strips were correct. The cca walked the patient through pressing the power button and the meter turned on. The cca walked the patient through inserting a test strip all the way into the test strip port and the meter did not turn on. The meter test strips, and control solution were replaced. The mas checked to see that the replacement products were scheduled to be delivered to the patient in may 2006. The mas advised the patient to contact lfs customer service to walk through testing once she receives the replacement products.